Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
The customer reported that the unit is not secure on the stand. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the stand issue. The manufacturer's field service engineer (fse) replaced the thumbscrew and the bottom feet to address the reported issue. The unit passed the required performance verification test successfully.